Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that after receiving the replacement battery cap, the display was still blank. The customer's blood glucose reading was 80 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. The pump was monitored and no blank display with button press was noted. The pump passed the unexpected restart, rewind, occlusion, displacement and self tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump was received with a missing end cap sticker, a cracked case at the display window corners and minor scratches on the lcd window.